Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 1000 mcg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that magnetic resonance imaging (MRI) was performed on (B)(6) 2019, and in the logs, it was showing the pump had stalled but did not recover. The patient did not have any symptoms and they got back around what they were expecting from the pump¿s reservoir. The healthcare provider did not believe the pump had been stalled for the 842 hours and 54 minutes as stated via the programmer. The pump had also not been audibly alarming. It was further noted that they were also seeing a motor stall and recovery on (B)(6) 2019. It was unknown if the patient had an MRI on (B)(6) 2019, but further stated the patient may have had an MRI at that time. The healthcare provider was not concerned of this stall/recovery. The healthcare provider was no longer with the patient and therefore troubleshooting could not be performed. It was being considered that the pump most likely had gone into telemetry state regarding the stall on (B)(6) 2019. Telemetry state and re-interrogating the pump with logs was reviewed. Checking the pump logs the next time the patient comes in was being considered as they should see a recovery. The pump was refilled yesterday (B)(6) 2019, and the patient had been told to seek emergency help if anything came up. No patient symptom was reported. No further patient complications have been reported as a result of this event.